Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that per cec event has causal relationship with study procedure, possible to react, solitaire ¿ per mdt also possible to phenom 21 mc.

Manufacturer narrative:
See manufacturer report # 2029214-2021-00505 for the report of the react catheter used in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who experienced adverse events during and following a mechanical thrombectomy procedure in which a react-68 catheter and solitaire fr4 stent retriever were used.  The patient was undergoing mechanical thrombectomy to remove a clot from the right middle cerebral artery m2 segment. The patient's baseline nihss was 12 and aspect score was 5. It was reported that there was no product issue during the procedure. The patient distal embolization in the same vascular territory intra-operatively. No additional action was taken and the patient's final mtici score was 2c after the second pass. Then, between 12-36 hours post-operatively, the patient experienced neurological deterioration and nihss increased to 16. No treatment was reported. Additional information received reported that patient experienced distal mca m2 embolization during the procedure. The was concomitantly treated, and resolved as the day of the procedure on (B)(6) 2021. The distal progression of the clot was not the result of a device deficiency. This was assessed caused by the procedure and the disease under study, and not related to the device or an underlying condition. It was also reported that the patient died on (B)(6) 2021 due to aspiration pneumonia due to a swallowing disorder because of the stroke. The patient's death was not related to the device or procedure.